Event description:
A customer reported that a system message displayed and iop (intraocular pressure) control was unable to be used during the surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received and is awaiting inspection. (B)(4).